Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the stem at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.